Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient was in stable condition.